Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  the device was not put in correctly so they did a revision on tuesday. Caller said since the patient had the revision surgery their leakage seems to be worse than every. Caller increased stimulation and the patient was still having leakage. No further patient complications are anticipated or expected as a result of this event.